Event description:
It was reported that the patient underwent total hip arthroplasty utilizing an acetabular cup inserter on (B)(6), 2014. During the procedure, the tip of the acetabular inserter fractured while the shell was being impacted into the acetabulum. All pieces were removed from the patient and the surgery was completed with another inserter.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The handles of the inserter were designed to seat against the bottom of the cylinder at the bottom of the threads. If the handle is not tightened down completely against this feature, damage to the threads of the handle is possible. Other possible causes may include levering the attached inserter handle while attempting to reposition the trial component and/or excessive impaction force. Failure appears to be related to misuse.